Event description:
(B)(4). I got extreme abdominal and low back pain, had blood clots coming out of my rectum, went to the ER and catscan done and my essure coils are tearing up my insides, tube and uterus.